Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing for system error 2045 . There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional test for system error 2045 and passed the rite electrical test. The assignable cause for se2045 was determined to be door membrane gasket was not seated properly. Baxter has conducted a trend review and found that there were no trends identified for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.